Manufacturer narrative:
(B)(4).

Event description:
It was reported that a no data error message occurred. Data was evaluated and the allegation was confirmed as signal loss over one hour. The probable cause was the patient closed the mobile app. The reported event of a no data error message is reportable based on the finding of signal loss over one hour. No injury or medical intervention was reported.